Manufacturer narrative:
The sample is currently in transit to the mfg plant for analysis. If significant info is identified, a summary of the sample analysis will be provided in a supplemental report.

Event description:
In 10 minutes of use, air leakage occurred. Test prior to use: yes. Pt involvement: yes. Pt harm or injury: no. Reintubation: yes.